Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of worsening mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. A conclusive cause for the reported leaflet grasping positioning failure, difficulty removing from anatomy and inability to close clip cannot be determined. The reported tissue damage is the result of the difficulty removing clip from anatomy. The reported worsening mitral regurgitation is a result of the tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that the mitraclip procedure was to treat functional mitral regurgitation with an mr grade of 3-4+. The clip was advanced to the mitral valve, grasping the leaflets was difficult, leaflet insertion was not satisfactory. The clip got trapped in chordae and the chordae ruptured and mr worsened to 4+. The clip arms were inverted, and the clip was retracted into the left atrium (la). Once in the la, after closing the clip at an angle of 120 degrees, there was difficulty closing the clip arms. The clip did not close properly and did not respond to the rotations of the arm positioner. The clip was not implanted and was removed from the steerable guide catheter without issue. No clips were implanted. The patient remained in stable condition. No additional information was provided.